Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of adnexa uteri pain ('severe pain in right tube') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced adnexa uteri pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal, needed hysterectomy). Essure was removed. At the time of the report, the adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of adnexa uteri pain ('severe pain in right tube') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced adnexa uteri pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal, needed hysterectomy). Essure was removed. At the time of the report, the adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-oct-2020: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of adnexa uteri pain ('severe pain in right tube') and endometrial ablation ('novasure ablation') in a 28-year-old female patient who had essure (batch no. 653904, 623217) inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required), 13 days after insertion of essure. On an unknown date, the patient experienced adnexa uteri pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal, needed hysterectomy). Essure was removed. At the time of the report, the adnexa uteri pain and endometrial ablation outcome was unknown. The reporter considered adnexa uteri pain and endometrial ablation to be related to essure. Lot number: 623217 manufacturing date: 2009-03 expiration date: 2012-03. Lot number: 653904 manufacturing date: 2009-06 expiration date: 2012-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2021: quality-safety evaluation of ptc (product technical complaint). Event endometrial ablation marked as ms. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of adnexa uteri pain ('severe pain in right tube') in a 28-year-old female patient who had essure (batch no. 653904, 623217) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient underwent endometrial ablation ("novasure ablation"), 13 days after insertion of essure. On an unknown date, the patient experienced adnexa uteri pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal, needed hysterectomy). Essure was removed. At the time of the report, the adnexa uteri pain and endometrial ablation outcome was unknown. The reporter considered adnexa uteri pain and endometrial ablation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jan-2021: medical record received. Lot number and event novasure ablation were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.